Manufacturer narrative:
Additional information from the field indicates this right atrial (ra) lead had allegations of noise, loss of capture and and high impedances. Further investigation found that the lead was fractured. As a result, surgical intervention was performed and the lead was capped and a new ra lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed pace impedance over 2500 ohms and could not get threshold measurements. Boston scientific technical services (ts) discussed that sounds like it could possibly be a lead fracture. Clinician will continue to trouble shoot and discuss with physician. No adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information. This report will be updated when information is received.